Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. The device experienced normal depletion and met expected longevity.

Event description:
A single chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a competitor with no information. The defibrillation lead is the competitor's product. Further review of the manufacturer's database indicated the patient died approximately three months post the device system implant.